Event description:
Event: breakage of the number 4 pull wire. Case details. During graft deployment the number 4 pull wire reportedly broke. The device handle was desmantled and the wire was removed with forceps. It was reported that the patient experienced blood loss during the procedure. The final angiogram demonstrated a good proximal seal and a leak at the distal attachment site.